Manufacturer narrative:
On (B)(4) 2018 the customer alerted the dchu that getting service unrelated to the alleged malfunction was performed on (B)(4) 2018. The getting service territory manager replaced the gasket, solenoid driver and data sets per corresponding field actions. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while a patient was being monitored on a (B)(4) intra-aortic balloon pump the registered nurse noted the iabp was alarming "blood in tubing". Upon her inspection, there was no blood noted in tubing with the exception of old blood distal to insertion site that was previously present. Troubleshooting failed to resolve the issue, even with the assistance of the physician. Orders were received for the patient to change to 1:2 support and the iabp was also changed out. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number of the iabp has not been provided by the customer. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while a patient was being monitored on a cs300 intra-aortic balloon pump the registered nurse noted the iabp was alarming "blood in tubing". Upon her inspection, there was no blood noted in tubing with the exception of old blood distal to insertion site that was previously present. Troubleshooting failed to resolve the issue, even with the assistance of the physician. Orders were received for the patient to change to 1:2 support and the iabp was also changed out. No patient harm or adverse event was reported. Related to uf/importer report # (B)(4).